Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after changing from a contact detach infusion set to an inset infusion set, with blood glucose values rising to a reported maximum of 402 mg/dl and remaining elevated for several hours before trending down after supply changes and continued monitoring. Symptoms included elevated blood glucose without reported ketones, without loss of consciousness, and without other acute symptoms. Outcomes included no need for professional medical intervention, no hospitalization, and resolution to within target range by the next day. Investigation included technical support review, user coaching, and device use troubleshooting focused on infusion set and supplies. Investigation of this case revealed that the event was consistent with hyperglycemia potentially associated with infusion site or set performance, though no leak or occlusion was observed and the device resumed insulin delivery after supply changes. It was concluded that the cause of hyperglycemia was unclear and that the event resolved with supply replacement and continued monitoring. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.